Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic sleeve gastrectomy, while on the transection of the stomach after opening two purple reloads the surgeon stop mid fire. As a result the patient experienced tissue damage at the point of transection that had multiple fire attempts on it. To resolve the issue, the surgeon over sewn and a new product from another manufacturer was used to complete the case.